Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their current implant never worked as well as their trial device had. They never had good therapy results, even after their revision on (B)(6) 2019. It was noted that the patient believed new leads were implanted during that revision. The patient reported they had just had reprogramming on (B)(6) 2019. It was also reported that the patient has arthritis. They were redirected to the doctor to discuss their symptoms and reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a revision as since the implant they weren't getting any pain relief even after several reprogramming sessions. Patient reported after revision patient is now receiving the pain coverage. No further complications reported and/or anticipated at this time.